Event description:
It was reported by the customer that a pyxis medstation system had an issue with the screen. The customer stated that the screen is not loading, stuck on the same screen. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the screen. The technical support specialist dialed in to the station and found that the app is not running. There is no other information available both form the tsc side and the customer side regarding the resolution. The system functioned as intended after the technical support specialist troubleshooted the device.